Event description:
Freestyle libre 3 plus: a few months ago, I reported that a needle poked my arm while I was applying the sensor. The needle was about half of an inch long. The sensor was replaced, and I was asked to return the defective one so it could be evaluated. Today, I found two more sensors with the same problem. I'm too scared to get poked by a needle again after what happened before, so I always inspect the sensor before applying it. Luckily, I noticed the needle before using these sensors. I'll call tomorrow to request replacements because I don't have any sensors left. Two out of the six sensors I received are defective. Plus, one a few months ago. This report captures freestyle libre 3 plus #1. Patient code: 4582. Device code: 4042. Referencing report mw5190877.